Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2012 and subsequently expired on (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated mdrs #1225714-2013-03822, 1225714-2013-03823, 1225714-2013-03824, 1225714-2013-03825, 2937457-2014-00319 and 2937457-2014-00320.